Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-93154.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading and that the customer experienced low blood glucose levels. The blood glucose reading was 112 mg/dl, compared with the sensor glucose reading of 76 mg/dl. The customer stated that she experienced a low blood glucose in the 40 mg/dl range in the night. She also noted that she had a low blood glucose reading of 47 mg/dl the other day, which she treated with a juice box. She was unsure why she had a low glucose event. She also reported issues with sensor insertion when the sensor would not puncture the skin. She advised that she would speak with her doctor regarding different sensor features, declining troubleshooting for any further issues. Nothing further reported.